Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) was kinked approximately 35.0 and 86.0 cm from the proximal hub. The ace68 began to stretch at a joint approximately 104.0 cm from the proximal hub. The ace68 was stretched along the remaining distal length until it eventually fractures 117.0 cm from the proximal hub. The distal fractured portion of the ace68 was returned snared and stuck within the neuron max 6f 088 long sheath (neuron max). Conclusions: evaluation of the returned ace68 revealed that it was stretched and fractured on its distal end. If the ace68 becomes pinned in excessively burdensome clot, tortuous anatomy, or a damaged parent device, resistance may be experienced. Forcefully retracting the ace68 against resistance can result in stretching and the eventual fracture of the catheter shaft. Further evaluation revealed that it was kinked in two locations on its mid-shaft. These kinks were likely incidental and occurred during packaging for return to penumbra. The fractured distal portion of the ace68 was returned snared and stuck in the distal tip of the neuron max. Evaluation of the returned neuron max revealed that there was minor tip damage from the snaring of the ace68. The snare was stuck inside the device and therefore, it was not functionally tested. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 hi-flow kit (kit). It was noted that the patient's anatomy was average. During the procedure, while the physician was attempting to retract the penumbra system ace 68 reperfusion catheter (ace68) back into the neuron max 6f 088 long sheath (neuron max), the tip of the ace68 fractured off in the patient¿s body. There was no unusual resistance while retracting the ace68 into the neuron max. Subsequently, the physician used a snare device to retrieve the broken ace68 tip into the neuron max and removed everything as a system. It should be noted that the neuron max performed as intended and that there was no deficiency against the device. However, since the snare device and ace68 tip were removed with the neuron max as a system, the procedure was completed using a new kit and a new neuron max. There was no report of an adverse effect to the patient.